Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. After the lss, noise was oversensed due to the unipolar programming. It was noted the impedances had been oor three times. Boston scientific technical services (ts) discussed that this could be due to a spring contact issue, and recommended troubleshooting/reprogramming options. This pacemaker and ra lead remain in service. No adverse patient effects were reported.